Manufacturer narrative:
The customer spoke with a remote philips technician. When the device was powered on, it displayed a shock equipment malfunction. The status log has a therapy pca autotest failures on (B)(6)2018. As for the ats (automated test summary), it shows that it has passed the hourly test, but not failed for the daily. The customer was advised to have the software loaded, to collect the ats results overnight and if the issue remains, to proceed and have the therapy pca replace. The remote technician will call the customer back to get the results. As of 12 march 2018, the customer did not call back and the case was closed. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device gave a shock equipment malfunction error message during the op check, subsequent op checks passed intermittently. There was no reported patient involvement.

Event description:
It was reported to philips that the device gave a shock equipment malfunction error message during the op check. Subsequent op checks passed intermittently. There was no patient involvement.